Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving constant alarms and that the monitor belt connector was damaged. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (adjust belt or check belt messages and damaged connector) have been confirmed. Upon investigation the monitor's electrode belt was receptacle was damaged. The guide pins were missing, preventing the monitor from connecting to an electrode belt securely. The root cause for the damaged connector could not be positively identified but was likely excessive force. No adverse event resulted from the damaged connector. The pt received a replacement monitor.